Event description:
It was reported there was a plate removal. It was a bone grafted non-union. A new plate was implanted. The patient had delayed healing with decreased rom. This report is for an unknown locking screw. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for 6 unknown locking screws. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.